Manufacturer narrative:
The customer states implant fracture. But the implant shows no fracture or damage at all. No product problem detected. The reason for the complaint is not comprehensible this claim has been missed for processing. Therefore the 30 days reporting period was exceeded.

Event description:
The customer states implant fracture. But the implant shows no fracture or damage at all. No product problem detected. The reason for the complaint is not comprehensible.